Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2025 the patient reported feeling disoriented, which is a symptom of hyperglycemia, and that she fell as a result on the morning of (B)(6) 2025. No injuries were sustained as a result of the fall. A family member contacted emt¿s and they arrived at 7:00am. She was admitted to the hospital and treated via an IV of unknown content for hyperglycemia and ketoacidosis. She was released from the hospital on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).